Manufacturer narrative:
The data files returned were not related to the date of the event. Additionally, the product was not returned; therefore, no analysis could be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during the insertion of the sheath after transseptal puncture, it was confirmed that the sheath had prolapsed into the inferior vena cava while the physician was moving it up to try and cross the septum. The sheath was removed and a venogram was performed which showed a small externalized area of contrast. A small venous perforation in the femoral vein was confirmed. The procedure was aborted and the patient was under general anesthesia. The patient was admitted to the hospital and a venous stent was placed. The patient was discharged home. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.